Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the lead was fixed with the helix tip in the coronary sinus. However, the lv lead dislodged when adjusting the lead slack. The lv leas was redeployed, but dislodged again during the pull and tug test. The lv lead was removed and, upon inspection it was noted that the helix tip was stretched. A new lead was implanted. No patient complications have been reported as a result of this event.